Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes that the gel in a single tube was found to be liquified and smeared on the side of the tube. No health impact or consequence reported. 2 of 2.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for gel smearing was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of gel smearing was observed. Complaints for sample quality are under statistical control for the month of october 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel smearing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes that the gel in a single tube was found to be liquified and smeared on the side of the tube. No health impact or consequence reported. 2 of 2.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes that the gel in a single tube was found to be liquified and smeared on the side of the tube. No health impact or consequence reported. 2 of 2.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes. D10: returned to manufacturer on: 22-jan-2023. H6: investigation summary: bd received eight (8) samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for foreign matter and gel smearing was observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. 8 customer samples were subjected to a visual inspection for fm. 4 of 8 customer samples failed. 8 customer samples were subjected to a visual inspection for gel smearing. 4 of 8 customer samples failed. 30 retain samples were subjected to a visual inspection for gel smearing. 3 of 30 retain samples failed. 30 retain samples were subjected to a visual inspection for foreign matter. 0 of 30 retain samples failed. Complaints for sample quality are under statistical control for the month of october 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter and gel smearing. Bd was not able to identify a root cause for the indicated failure mode.